Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is over delivering insulin at times and causing him low blood glucose. Customer also reported that he has had occasions where the display has gone blank and then turn back on. Blood glucose at the time of the event was 50 mg/dl. Reading at the time of call was 155 mg/dl. The customer stated he had been having low blood glucose events for about two months. Customer was unable to troubleshoot and would call back.